Event description:
It was observed that during the device evaluation, the camera head exhibited a break in the head cover and flooding. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that the phenomenon occurred due to a watertight defect in the damaged head cover due to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.